Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) created the case as reported by the customer. However, dispatch to the field service technician could not be completed due to an overall account block. The customer was informed via email about the credit block, guidance was provided, and they were advised to contact 1-800-438-6789 or their account executive for assistance.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, the bin failed to be recognized during dispensing and could not be recovered. The customer attempted to reboot, but the issue still did not resolve. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.